Event description:
It was reported that the fiber body broke off about 1mm from the fiber connector during procedure. The procedure was completed using another fiber with no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break towards the distal tip area. In addition, burn marks were identified on the break location. The fiber tip had normal degradation. During functional testing of the connector, the light was light and round. It is likely that the procedural handling of the device during use contributed to the fiber break. According to the instructions for use (IFU), the following is cautioned: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the analysis results and information available, and expected or random component failure without any design or manufacturing issue contributed to the observed fiber damage and reported event. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber body broke off about 1mm from the fiber connector during use. The procedure was completed using another fiber with no patient complications.